Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The analyst noted the rv coil impedance measured 206 ohms; up from a trend in the 50-60 ohms ranges, and is variable measuring between 57 ohms and 254 ohms.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance from a possible fracture. The rv lead currently remains in use and the physician is evaluating the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.